Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported that approximately 3 to 4 months ago, she began receiving persistent alerts from both the receiver and mobile device indicating that her blood glucose was dropping, regardless of any corrective actions taken. This issue began after the wearable was placed on her arm. The patient uses the insulet omnipod5 system; however, it is not specified whether the device was operating in modified closed-loop mode at the time of the event. She subsequently went to the hospital, where fingerstick blood glucose reading showed 600 mg/dl while the cgm was low. The report does not indicate whether the patient experienced any symptoms associated with this significant hyperglycemia. She was administered a shot of insulin and monitored for approximately one hour before being discharged. The patient reported feeling fine at the time of the call. No further medical evaluation or intervention was documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.